Event description:
It was reported that the stylet got stuck in the lead during implant. The lead was successfully implanted and stylet was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.